Event description:
A vns patient's mother reported to their neurologist that their child is experiencing an increase in seizures. Reported as "a lot of seizures." Good faith attempts are underway for further details about the reported event.

Event description:
On (B)(6) 2013, a fax was returned indicating that the patient¿s vns generator was at the end of life and that he had requested for it to be replaced. The battery was replaced on (B)(6) 2013. Diagnostic results and product information were provided.

Manufacturer narrative:
Previously submitted MDR indicated that the event date was unknown. The event was first reported on (B)(4) 2013. This report is being submitted to correct this data. Previously submitted MDR indicated that the patient age was unknown. An age corresponding to the event date is added. This report is being submitted to correct this data.